Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint cannot be confirmed .however additional defects were identified. As per the service report outer tube damaged, no needle, laser welding damaged, needle welded seems to be cracked, distal tip fiber damaged , fibers broken, illumination low -optical system, optical components, broken lenses in optical system. Since the reported condition was not confirmed,the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device product (242048) and lot number(1184237), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by an employee via phone that during inspection the hd arthroscope/sinuscope was bent on the stem. The employee stated that light was seen coming through the device where it attaches to the light guide. There was no case involved; therefore, there was no patient involvement or delay. The device is being returned.